Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is swollen and popping out.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
Date due changed to 3/8/2023. D4 - serial no changed from blank to (B)(6).

Manufacturer narrative:
The user reported the battery of the pdm is swollen and popping out. The pdm was returned with the battery inside and no abnormalities were observed; the battery was observed to not be swollen and was not popping out of the back of the pdm. The pdm powered on with no issues using the returned battery. No issues were observed with the device.